Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device through the guiding catheter; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. E1 - region state updated from na to la.

Manufacturer narrative:
The other additional vascular device referenced is being filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in left anterior descending (lad) coronary artery. The nc trek balloon catheter was advanced but met resistance with the guiding catheter. During the attempt to advance, the proximal shaft broke in two pieces. The balloon catheter was able to be removed without issue. A second nc trek balloon catheter was advanced but had the same issue with the guiding catheter and the proximal shaft broke as well. Therefore, the non-abbott guiding catheter was removed and replaced to continue with the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.